Manufacturer narrative:
The review of the data provided confirmed the reported issue: the atrial and ventricular lead measurement trends in the aida show that during some weeks in september and october the impedance and sensing curves are out of range. Data from 3 march 2026 was provided. - heart rate, atrial and ventricular pacing curves, ventricular trends of ventricular sensing and ventricular impedance and atrial trends of ventricular sensing and ventricular impedance show abnormal values in september and in october. On 3 march 2026, during the in-clinic interrogation of the subject device, between 10h40 and 10h42, telemetry errors most likely occurred generating erroneous data and frame repetition. The data displayed from october 2025 to march 2026 are reliable. This phenomenon is not related to a pacemaker malfunction. No malfunction is suspected on the subject device. This case is retained and utilized for trending purposes.

Event description:
Reportedly, the lead measurement trends of a and v in the aida show that during some weeks in september and october the impedance and sensing curves in a and v are out of range. The patient told us that he hadn't had any special activities or treatments during that time. Patient is pm dependent.

Manufacturer narrative:
The review of the data provided confirmed the reported issue: the atrial and ventricular lead measurement trends in the aida show that during some weeks in september and october the impedance and sensing curves are out of range. Data from 3 march 2026 was provided. - heart rate, atrial and ventricular pacing curves, ventricular trends of ventricular sensing and ventricular impedance and atrial trends of ventricular sensing and ventricular impedance show abnormal values in september and in october. On (B)(6) 2026, during the in-clinic interrogation of the subject device, between 10h40 and 10h42, telemetry errors most likely occurred generating erroneous data and frame repetition. The data displayed from october 2025 to march 2026 are reliable. This phenomenon is not related to a pacemaker malfunction. No malfunction is suspected on the subject device. This case is retained and utilized for trending purposes.

Event description:
Reportedly, the lead measurement trends of a and v in the aida show that during some weeks in september and october the impedance and sensing curves in a and v are out of range. The patient told us that he hadn't had any special activities or treatments during that time. Patient is pm dependent.